Event description:
It is reported that during a kit inspection, the tip of the driver was noted to be fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A review of mfg records showed that the driver was made in accordance to print specs including r/c hardness requirements at the time of manufacture. As returned, the tip was completely broken off. The hex drivers can fracture due to off-axis eccentric loading or if the drivers were used under power during final tightening of screws. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. According to an email communication from reps in japan, surgeons do not use power tools when inserting screws. Additionally, they note that drive fracture typically occurs during final screw placement. Based on info provided, the definitive root cause of this issue cannot be established.

Manufacturer narrative:
This report will be amended when our investigation is complete.